Manufacturer narrative:
A medical image review was performed on 09/17/2018 and the associated fields were updated. Medical image review summary: based on the image provided, the identity of the port-a-cath cannot be confirmed. Based on the image provided, a catheter was not attached to the port-a-cath can be confirmed. Based on image provided, the x-ray demonstrated a linear radiopaque density inferior to the port-a-cath and left of the thoracic spine can be confirmed. Based on the image provided, a lateral chest x-ray is needed to confirm the location of the linear radiopaque density. No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter broke at the catheter lock and migrated to the patient¿s hepatic vein. The patient was taken to interventional radiology where the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two photos of the device and one medical image were provided for review. The image review confirmed that the catheter was not attached to the port. The photo review showed that the catheter was in two segments, possessing a break at the port stem under the catheter lock. Based on these findings, the investigation is confirmed for the reported catheter break, specifically a catheter break at the port stem. Per the photo review, the catheter lock was not properly seated on the port stem at the time the photo was taken. Therefore, it is possible that issues related to assembly of the catheter and catheter lock onto the port stem contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Medical image review summary: based on the image provided, the identity of the port-a-cath cannot be confirmed. Based on the image provided, a catheter was not attached to the port-a-cath can be confirmed. Based on image provided, the x-ray demonstrated a linear radiopaque density inferior to the port-a-cath and left of the thoracic spine can be confirmed. Based on the image provided, a lateral chest x-ray is needed to confirm the location of the linear radiopaque density.

Event description:
It was reported that the catheter broke at the catheter lock and migrated to the patient¿s hepatic vein. The patient was taken to interventional radiology where the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke at the catheter lock and migrated to the patient¿s hepatic vein. The patient was taken to interventional radiology where the catheter was removed. There was no reported patient injury.